Event description:
Revision surgery - the patient originally had a customized revision baseplate with poly insert, a foundation humeral stem, and head. Recently, her rotator cuff failed and a revision to a reverse shoulder prosthesis was required. The implants were removed and the procedure was successfully completed.